Event description:
A (B)(6) male pt's wife contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon eval, the red (can h) wire was open in the trunk cable connector. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed at the trunk cable connector. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.